Manufacturer narrative:
After meeting with the customer, tandem clinical diabetes educator (cde) summarized that the reported diabetic ketoacidosis was a result of poor insulin absorption due to scar tissue and noticeable lipohypertrophy. Customer also reported that the pump fell and tugged at the infusion set. The tugging may have caused inflammation at the infusion set site. Cde discussed different infusion set sites and provided a different type of infusion set for the customer to use.

Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed the infusion set to resolve the occlusion. Customer experienced continuous elevated blood glucose (bg) 300-380 mg/dl. Ketone level went from trace to large. Healthcare provider (hcp) identified ketones as dangerous. Customer felt ill and lost their appetite. Multiple correction boluses were delivered and insulin was administered via pen and injection. Pump system check was performed with tandem technical support (cts) and pump was found to be functioning properly. Cts reviewed pump data and confirmed the reported occlusions. Reportedly, customer's hcp recently increased the pump basal rate and customer reported to have been using fiasp insulin in the pump. Cts informed customer that fiasp was not labeled for use with the pump. Tandem clinical diabetes educator (cde) discussed event with customer and customer maintained the issue was with the pump. Cde notified customer's hcp about the reported event.